Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-41- dead battery. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for dead meter. The meter did not turn on when a test strip was inserted or by manually pressing the "dot" button. At the time of the call the customer reported having symptoms of hyperglycemia with increased urination. Customer would go to their doctor and could not continue with the troubleshooting process. No further information was able to be obtained.